Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
The customer reported that the navigation ring was not moving during performance verification testing. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed that the navigation ring was not working. The fse replaced the front bezel and the problem was resolved.

Manufacturer narrative:
G4: 19jun2020. B4: 21oct2020. Additional information was received indicating that the issues was discovered during preventative maintenance. The field service engineer (fse) confirmed that the touchscreen remained functional for settings change, and there were no unintended parameters or therapy changing on their own without user input. Based on this information, this is no longer a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.